Event description:
It was reported that after use of the bd¿ eclipse syringe 3ml ll w/ndl the nurse pushed the button, but did not hear a click and the needle was still exposed resulting in a needle stick injury. The following information was provided by the initial reporter: verbatim: the nurse pushed the button and it never clicked; the needle was still exposed resulting in a needle stick. Reporter states nurse did not receive any type of medical treatment.

Manufacturer narrative:
H.6. Investigation: a review of past 12 months quality notification were performed and no quality notification was raised on the similar reported defect. The reported defect cannot be confirmed as no photo / samples were returned for evaluation. Therefore, root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA / 510(k)#: k980987 (syringe); k161170 (needle). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd¿ eclipse syringe 3ml ll w/ndl the nurse pushed the button, but did not hear a click and the needle was still exposed resulting in a needle stick injury. The following information was provided by the initial reporter: verbatim: the nurse pushed the button and it never clicked; the needle was still exposed resulting in a needle stick. Reporter states nurse did not receive any type of medical treatment.